Event description:
It was reported that the customer's insulin pump was leaking insulin from the reservoir compartment. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used reservoir was inspected and no anomalies were found. The reservoir was tested for leaks and no leaks were found.